Event description:
It was reported that they were inquiring about any support regarding a leaking bag for the bd dignishield stool management system. They received a patient that was repatriated from a large hospital with the bd dignishield system. We had rec'd one extra kit from this facility. The tube was expected to be short term use for 29 days. Unfortunately, there seems to be a leak in the bag, however staff cannot identify an actual tear or rip in the bag. When it was resting on the bed during a dressing change it spilled or leaked a large amount. At this time, they checked the connection, inspected for leaks and tears and did not observe any. However, the bag continued to leak slowly over night. They asked to provide any insight or support regarding this matter. They also have a question regarding if the stool collection bags can be ordered without the complete system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.